Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the calcified and 90% stenosed left circumflex (lcx) artery. The balloon was initially inflated to 6 atms. During the second inflation, the balloon ruptured at 8 atms after 5 seconds. The procedure was successfully completed with another manufacturer's balloon and the deployment of a stent. There were no reported patient complications. Patient status listed as "good".

Manufacturer narrative:
Product was discarded at the user facility. The root cause of the event could not be determined.